Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) portugal, alleging that his onetouch verio 2 meter was reading inaccurately high compared to his feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient alleged that the issue started on (B)(6) 2023, when he received three blood glucose readings, before and after dinner, all above ¿240 mg/dl¿ with the subject meter. The patient indicated that he felt that the readings were not accurate but due to a heart surgery recently, he trusted the results. The patient manages his diabetes with unspecified insulin (self-adjusting dose ¿ usual dose between 14-16 units) and claimed that he increased his insulin intake to 20 units at 11 pm in response to the high readings. During his sleep the patient woke between 11:30 pm and 12 am to use the bathroom and started feeling ¿dizzy and fainted¿. The patient¿s wife assisted him promptly and treated him immediately with sugar packets. The patient indicated that he started to feel normal after. During troubleshooting, the cca was not able to confirm if the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter and reportedly received medical intervention.